Event description:
On 23aug2010, baxa became aware of an incident at (B)(6). The customer uses a micromacro 12 compounder for tpn production. On (B)(6)2010, tpn bags were compounded and administered to 11 infants; three of whom subsequently died due to bacterial contamination. Doctors gave antibiotics to all of the other babies possibly exposed. All of the 11 bags were contaminated. The bacteria identified were escherichia hermannii and enterobacter cloacae. On 27aug2010, a news conference confirmed that the bacteria most likely came from a contaminated bottle dirtied during transport. Therefore, it was concluded that baxa product did not cause or contribute to the contamination.